Manufacturer narrative:
(B)(4). Visual inspection of the returned cannulated driver confirms that a small portion of the hexagonal feature of the device fractured off. Review of the device history records did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. This device is used for treatment. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A definitive root cause for the issue cannot be determined with the information provided.

Event description:
It is reported the screwdriver was broken.